Event description:
The dentist reported that the patient presented 3 days after placement with severe post operative pain and discomfort.

Manufacturer narrative:
The investigation review was completed by the manufacturer (B)(4). The device history record review was completed and no non conformance/CAPA activities were found for this lot that would cause or contribute to the reported event. The product passed all quality control measures and no nonconformances were observed. The lot history review was completed. The donor charts were reviewed and there are no issues with the serology reports or microbiology cultures. The donor was processed in compliance with all regulatory standards and following all (B)(4) established procedures. No deviations were identified through the investigation performed that may have contributed to the reported event. No cause was identified through complaint investigation process. Definitive root cause could not be determined for this complaint.

Manufacturer narrative:
This product remains in the patient's mouth.